Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The returned 00mlx xenon lightsource was returned for evaluation: failure analysis - evaluation shows the lamp would not ignite. The power supply and power entry mode were replaced to resolve the issue. No manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported complaint is confirmed. The device was in used condition with a failing lamp module and power supply. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon light source (00mlx) had no power and would not turn on. When power was applied, the primary fuses blow. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.